Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter green shaft was found to be bent and fractured proximal to the distal tip. Internal components were noted to be exposed only when the shaft is bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter shaft damage remains unknown.

Event description:
During the svt procedure, the catheter was inserted through an introducer. During the treatment, the surgeon removed the catheter for shaping and found a crack at the tip of the catheter. After replacing the ablation catheter, the procedure was completed with no adverse consequences for the patient.